Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 28 may 2020.

Event description:
It was reported that the ventilator would not power up. There was no patient involvement. The customer troubleshot with technical support and was advised to replace the power management board or user interface (ui) board. The customer reported to have confirmed the power button did not work and that after replacing the ui board the issue was addressed and the unit was return to use.